Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead dislodged and displayed high threshold and low sensing measurements. This lead was surgically abandoned and a new lead was successfully implanted during a device replacement procedure for normal battery depletion (nbd). No adverse patient effects were reported.